Event description:
Shortly after having breast implants put in, I developed chest pressure and a chronic cough. The pressure and cough has persisted for the last five years. I also have frequent shortness of breath and feel like there's narrowing at the back of my throat. All of this, combined with acid reflux has led me to seek out an explant in the near future. Nothing was found to be abnormal even though the cough has never went away. FDA safety report ID# (B)(4).